Event description:
Additional information received noting that the patient underwent a sleep study and was diagnosed with sleep apnea that corresponds to the vns going off. They are wanting to get the device updated to the m1000 ipg to use the day/night mode.

Event description:
A patient's mother reported that her son has developed sleep apnea since having the vns and stops breathing every 5 minutes when the vns stimulates. She stated that the settings were decreased for this reason. Attempts have been made to obtain additional information from the physician, but no relevant information has been received to date.